Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
Material no: 320883 batch no: 8171673. It was reported that during use of the bd ultra-fine¿ nano insulin pen needle the non-patient end cannula was found to be broken which resulted in partial or no medication to be dispensed. This occurred on 3 separate occasions but the date/time is unknown. The following information was provided by the initial reporter: "I've been using bd ultra-fine nano pen needles 32g 4mm as my primary pen needle for the last few years. I've not had any issues, but in my most recent shipment I've had three needles break on the "pen side" of the needle. In all three cases I had put the pen needle on the pen and dialed my dose normally, but upon pushing the pen button only part or none of the dose was provided (the dial didn't return to its starting position). When I removed the pen needle I could see that the portion of the needle which normally inserts into the pen had broken off and was loose within the plastic portion of the pen needle (the threaded side). Two of the three were from the same box, the third was from a different box, but same lot #. All three were on separate pens and these pens worked normally for all the other needles I used with them. Given I've never seen this happen once, let alone three times, I wanted to let you know in case it's a defective batch, and since it can be a problem to not have the expected insulin dose injected."